Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that his patient presented at the follow up with a large hematoma. A revision was planned. No adverse patient effects were reported. A revision took place with no complication. No additional adverse patient effects were reported.